Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of loose electrocardiogram connector and further noted that the stylus was missing, the keyboard rail was damaged, the left keyboard hinge was broken, the cable bay latch was broken, the cooling fan was noisy and a software error was found in the history. All found defective parts were replaced and all other identified issues were resolved, software was installed, the stylus was calibrated and the device was cleaned. It passed its electrical safety test and all final and functional systems tests. (B)(4).

Event description:
It was reported that the programmer had a loose electrocardiogram connector. The programmer was returned for service. No patient complications have been reported as a result of this event.